Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the device was sliding around in the implant pocket because she had lost so much weight (30 lbs). When asked what steps were taken to resolve the pain she felt when clothing sites on top of the implant site, the patient responded that she did not know that anything could be done. The patient noted that she would mention it to her doctor, whom she sees every 8 weeks, so she would tell him and see what happened. The patient noted that she was thankful to patient services for helping her through her "malfunctioning."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it just felt like the device was sliding because the patient had lost 30 pounds. It was noted that the device sat fine where it was and nothing was sliding. The pain as a one-time thing when the patient fell in sleep (a nap) with (B)(4) and a belt on which laid right on top of the implant. It was noted that everything was fine. The patient also noted a visit with a manufacturer representative on (B)(6) 2016 and everything was fine at that visit as well.

Event description:
The patient, implanted for non-malignant pain, reported that she thought the implantable neurostimulator (ins) pocket was too big. She wore a pair of pants with an elastic band right over the ins and sometimes it hurt when she would do this. She thought the pocket was too big and sometimes the ins would slide around. She experienced pain at the ins site. This had begun a couple months ago. The patient was redirected to her healthcare provider (hcp) to discuss this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.